Event description:
It was reported that during a laparoscopic cholecystectomy, the clip would not feed into the jaw of the device properly. The procedure was completed with a same like device. There was no pt consequence.